Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery, extensive dissection of widespread fibrosis, granuloma on (B)(6) 2013 during which the surgeon noted the mesh had formed a large oval ball and had created a large granuloma of mesh and fibrotic tissue. The mesh had become densely adherent to the spermatic cord to such an extent that a portion of the mesh was unable to be removed and was left adherent to the cord. The remainder of the mesh that was not too densely adhered to the cord to be removed was excised. It was reported that the patient underwent a right orchiectomy for an ischemic testicle on (B)(6) 2013 during which the surgeon noted the spermatic cord was rock hard with significant desmoplastic reaction. The testicle had no blood supply and was necrotic and was removed. It was reported the patient experienced severe pain and the loss of his right testicle. No additional information is provided.